Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2000 ohms. Technical services (ts) recommended reprogramming the upper limit among other troubleshooting options. No adverse patient effects were reported. Currently, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).